Manufacturer narrative:
E1: initial reporter address: (B)(6) h4: the lot was manufactured between january 25, 2024 ¿ january 29, 2024. H11: the device was received for evaluation with 231ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid out of the distal luer was observed. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not dispense the prescribed medication. The pump contained 18g piperacillin/tazobactam in 230ml 0.9% sodium chloride solution. The medication was 100% full 24 hours after connection. This occurred during use. The old device was disconnected, and a new device was connected to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.